Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). H3 other text: device not returned to the manufacturer.

Event description:
On 5th of june, 2019 maquet sas became aware of an issuewith one of surgical lights- volista standop. As it was stated, the paint was damaged on double fork. There was no injury reported and no consequences to patient however we decided to report the issue in abundance of caution as any paint chipping into sterile field or during procedure might be a source of contamination. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Maquet sas became aware of a customer¿s problem with the volista device. As it was stated, the paint was damaged on the double fork part of the device assembly. There was no injury reported and no consequences to patient however we decided to report the issue in abundance of caution as any paint chipping into sterile field or during procedure might be a source of contamination. When reviewing similar reportable events registered for volista surgical light we were able to find several similar issues compared to the problem investigated herein. In none of the complaints a serious injury or death occurred. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification. The peeled paint is most likely caused by a collision. This was confirmed by technician who repaired the device. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).